Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2001. Sought medical attention for redness and swelling at the piercing site 7 days later. Oral antibiotics were prescribed at that time. Pt sought medical treatment again 3 days later and an incision and drainage was performed. The oral antibiotics were continued. Pt was admitted to the hosp 7 days later and i.v. Antibiotics were administered. Another incision and drainage was performed. Pt was discharged 11 days later.